Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failure occurred. It was determined that the signal loss was related to the mobile application. Data was evaluated and the allegation was confirmed. The probable cause was determined to be signal loss. In addition, the probable cause of the signal loss was determined to be that the transmitter and app were unable to establish a connection.